Event description:
It was reported the intraocular lens was cut into 3 pieces to remove from the patient's eye after the haptic broke upon insertion. The incision was enlarged to remove the lens without complications to the patient.

Manufacturer narrative:
The iol was received and inspected under illuminated 10x magnification. The results show an optic cut into three pieces and two broken haptics. Lens met all specifications prior to release to the market. The definitive cause of this event was not determined but is not thought to be related to a deficient lens. All information available is included in this report.